Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to verify pump error 35 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a critical pump error alarm. The customer's blood glucose was 155 mg/dl. Customer states was at the water park and received a critical pump error alarm, the insulin pump might have been exposed to moisture. Troubleshooting was performed for critical error alarm, and noticed received a broken force sensor alarm. Explained alarm, assisted in clearing. Advised to disconnect from the pump. Customer states pump was not exposed to a high magnetic field. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.